Manufacturer narrative:
A procedure delay was reported due to the releveling of the surgical table. User facility personnel could not confirm the event of the table lowering in height. The surgeon was looking away from the table during the event. The employee who had placed the table into the desired position prior to the event stated he did not see the table lower in height. A steris service technician arrived onsite to inspect the surgical table. The technician tested the table's function and articulations and was unable to duplicate the reported event. The technician however did observe exterior damage to the hand control. The hand control was also found to be missing the mounting clip which allows users to hook the hand control onto the surgical table's side rails. User facility personnel stated that the hand control was resting on the base of the surgical table during the time of the reported event. The surgical table was installed in 2013 and is serviced and maintained by the user facility. The user facility stated they will replace the hand control.

Event description:
The user facility reported that during a patient procedure the surgical table lowered in height without being commanded to do so. User facility personnel utilized the hand control and placed the table into the desired position. The procedure was completed successfully and no injuries were reported.

Event description:
Reference mw5074597 received on 2/14/2018.

Manufacturer narrative:
Steris became aware of this event on 12/14/2017 and filed MDR 1043572-2018-00005 on 1/10/2018. Upon receipt of user facility medwatch on 2/14/2018 we reviewed our service history and confirmed the event described in the medwatch is the same event which was reported in MDR 1043572-2018-00005. The medwatch contained no additional information from what we previously reported.